Event description:
Customer reported via phone call to have unexplained low blood glucose of 32 mg/dl. Customer reported that when blood glucose dropped that low, pump did not suspend insulin. Customer was hospitalized on (B)(6) 2015 with blood glucose of 98 mg/dl. Customer reported to have passed out. Customer declined troubleshooting for low blood glucose. Customer requested information on upgrade and sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.